Event description:
Allergan sales representative reported on behalf of a physician, the removal of a lap-band due to an alleged "band slip-posterior slip." The event was discovered during a swallow study as the explanting physician became suspicious during an adjustment appointment. The device was implanted by another physician.

Manufacturer narrative:
Taper unknown. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The device was discarded and the serial number is not available. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."